Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 32 mg/dl and the cause was not known. The customer was treated in the emergency room (ER) with an injection of glucagon. After 2 hours, the customer left the ER with a bg of 128 mg/dl and in stable condition.